Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. No moisture damage was noted on the electronics assembly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states they can smell insulin and believe the pump may not be receiving insulin correctly. The customer states their blood glucose level had been as high as 560mg/dl. The customer wanted replacement pump due to smell of insulin and feeling as if the device may be leaking. The customer declined to troubleshoot. The customer was advised the pump would be replace and returned for analysis.